Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of stomach in a sleeve gastrectomy, there was incomplete staple line distally. Staple formation is normal, however unable to advance firing till the end. Surgeon replaced the device to resolve the issue. No patient injury.